Event description:
A malfunction alarm with code malf 12 was reported, and customer intake notes indicated the fault ID as 0x2071. There was no adverse impact to the customer¿s blood glucose level, with values remaining below 500 mg/dl. Cts provided assistance with pump reset information, aiding the customer in resetting the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to call back if the malfunction recurred.